Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nose irritation, skin irritation, respiratory tract irritation, asthma (new or worsening) and inflammatory response. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The patient alleges nose irritation, skin irritation, respiratory tract irritation, asthma (new or worsening) and inflammatory response. The manufacturer was made aware of this complaint through a representative of the customer. After the multiple attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In section a : patient identifier has been corrected or updated. In section d : product UDI has been corrected or updated. In section e : reporter first name and reporter last name has been corrected or updated. In section g : report source - other has been corrected or updated. In section h: evaluation method code grid, evaluation results code grid and conclusion code grid has been corrected or updated.